Event description:
It was reported that during laparoscopic gastric sleeve procedure the surgeon fire the first firing with a green reload across the antrum. He had waited 15-20 seconds prior to firing the stapler; he observed the staple line and the outer row of staples had malformed staples and the cut line was jagged. He then stated there was bleeding but controllable at the site by over sewing. He then fired the second firing with a green reload and the same issue occurred. He stated that a small line of tissue peeled away after each firing. The surgeon stated he heard a noise like the device was slowing down but that the device fired a full line of staples on both firings and the knife returned after the firings correctly. He was firing through thick tissue at the time. The surgeon requested a second like device and completed the procedure using three gold reloads and one blue reload. The surgeon always over sews the staple lines and the next day performs an upper gi to insure that there is no bleeding or leaking at the surgery site. The patient is stable and recovering very well. All testing was performed and no leaks were present.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.